Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added:b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. No surgical delay b. The lot # I was given was not accepted when entered, so I added it to the comments. Again, what I was given was: j85x03 c. Left 1. All know were entered into the form 2. Items were returned and waybill provided 3. X-rays provided are below 4. All patient information was provided in the submission: dates, age, height, bm, etc. All details given were included. 5. No path/history information was given 6 and 7. All details I was made aware of were provided in the event details section. He felt the hip frequently subluxing a few months post-op and eventually had a fall in which the liner dissociated. He then felt grinding and presented with the x-rays below.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device and provided x-ray images found evidence of disassociation. The femoral head is not considered a direct contributor in disassociation events, however, the direct articulation between the femoral head and acetabular cup could have resulted in an audible noise. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient, with spinal fusion, had bilateral thas and a few months after surgery the left one felt as though it was subluxing. 9 months post-op he had a fall and the liner was found to be dissociated from the cup on x-ray. He now felt grinding of the femoral head on the cup. The hip was revised, metallosis was observed as the ceramic head was wearing the shell. The liner, head and shell were removed and new revision components were implanted. Doi: 2021, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.